Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vcd instructions for use lists adverse events related to the deployment of vcds including local trauma to the femoral or iliac artery wall, such as dissection. The manta vcd instructions for use also lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device to include arterial damage, vessel laceration or trauma and infection at the puncture site which may require antibiotics or extended hospitalization.

Event description:
The patient underwent a transcatheter aortic valve implant (tavi) on (B)(6) 2019. The vessel used for vascular access measured > 6.0 mm in diameter and had no significant calcification and no tortuosity. The measured manta vascular closure device (vcd) deployment depth was 4.0 cm. The procedure sheath used for the tavi was 18f outer diameter size. Manta 18f vcd was used for closure. The operator did not experience any issues advancing or withdrawing the procedure sheaths. The patient's activated clotting time was approximately 250 seconds and the patient received protamine at the conclusion of the intervention. A manta vcd clinical specialist was present during the procedure and confirmed the operator, who was in training for manta vcd, deployed the manta vcd using proper technique. However, when the operator implanted manta, they noted the toggle was between the intima and the adventitia. Dissection was not seen nor confirmed to be present in the vessel. To remediate this issue, the patient underwent a surgical repair of the vessel during which time the manta vcd was explanted and the arteriotomy closed with a patch. The patient reportedly underwent an additional femoral access the following day which was closed using a suture-mediated closure device. It was noted "days later" the patient had infection of both access sites.

Manufacturer narrative:
The device was not returned for investigation. The angiograms were obtained by essential medical and confirmed a dissection flap present prior to deployment. The toggle was deployed within the dissection flap resulting in an occlusion of the vessel. The risk of failed hemostasis and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring surgical intervention are adverse events listed in the IFU. The root cause of the vessel stenosis is the toggle catching on the dissection and being deployed in the intima of the vessel. This is the 28th reported incident of vessel stenosis out of (B)(4) distributed as of 11-feb-2020 which makes an occurrence rating of (B)(4). This falls below the less than 0.1% occurrence acceptance rating for this event. The DHR review showed no indication that the devices did not meet specification.

Manufacturer narrative:
The risk of failed hemostasis, accidental positioning of collagen within the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring surgical intervention are adverse events listed in the IFU. A review of risk documentation showed that this incident is a known risk and that the occurrence rate for this type of incident remains below current risk documentation acceptable levels. The DHR review showed no indication that the devices did not meet specification. The root cause of the occlusion is collagen in the vessel caused by the toggle catching on the dissection.